Event description:
On (B)(6) 2013, dr (B)(6) was injecting a female pt with radiesse into the lateral zygoma when the pt developed immediate blanching of the area which began to travel down the cheek. Dr (B)(6) applied warmth and massaged the area for approx 30 minutes. She said the center of the right cheek pinked up first and by the time she left, all of the area was pink again. She called the pt on (B)(6) 2013 and the pt reported the right lateral conjunctiva was slightly bloodshot, almost like pink eye. Her eye and vision are good. On (B)(4) 2013, merz's medical director spoke with dr (B)(6), "the pt may have some compromise of the vascular supply of the lower eyelid margin. I have recommended steroid eye drops and lacrilube. I have also asked her to get the pt referred to an ophthalmologist." On (B)(6) 2013, dr (B)(6) stated pt reported redness in the right eye, conjunctiva on several occasions, on (B)(6) 2013. Initially dr (B)(6) recommended the pt sees an ophthalmologist, but pt refused as she had no pain and her vision was good. On (B)(6) 2013, the pt was seen by an ophthalmologist as the lateral redness remained. The doctor, name not provided, examined the pt and stated she noted small amount of radiesse in the lower anterolateral palpebral artery; she prescribed steroid drops for pt, and stated that radiesse will "go away." Per dr (B)(6), there is no infection, no drainage in the area, and no pain. The pt's vision is not affected. On (B)(6) 2013, dr (B)(6) stated the pt is doing good, the eye redness resolved with the "topical steroid" the pt received from the ophthalmologist. She defined the small amount of radiesse observed in the pt's artery "a spec." It is unk how the spec was observed by the ophthalmologist. Dr (B)(6) stated she will forward to merz the ophthalmologist's test/exam summary when she receives it.

Manufacturer narrative:
The device history records for radiesse were not reviewed, lot number is unk.